Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator for fecal incontinence and urge incontinence. It was reported that the patient was sleepy on (B)(6) 2018 and did not elaborate on what the cause was to her drowsiness. The patient stated that she was also having trouble with worsening symptoms and spoke with a manufacturing representative (rep) late in the evening on (B)(6) 2018 and they helped the patient turn up stimulation until it was felt because the rep said the wires could sometimes migrate. The patient noted that she did not have an accident since the therapy adjustment and other symptoms were also improving. The patient reported that she did not like that her symptoms were returning worse than before and she had a really bad night on (B)(6) 2018. It was mentioned that the patient did not sleep very well and only had 2 hours of sleep. The patient also reported an allegation of a lead wire migration. There were no trouble shooting attempts made and no further symptoms or complications reported or anticipated.